Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when patient presented for ra lead implantation, loss of pacing was noted after implantation. The lead was found to be dislodged and could not be placed back after repeated attempts. The lead was explanted and replaced. The patient was stable before and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.